Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 575 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was blood gases were bad. Customer's mother stated that patient was released from hospital same day. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot and advised to monitor pump.